Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: there were foreign objects in the auxiliary water channel. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: there was damage on the circuit board of the scope connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during installation, before a diagnostic colon examination, the colonovideoscope had a noisy image. The procedure was completed with an olympus back-up device. There were no reports of patient harm.